Event description:
This is submitted to report the coupler weld break which was found during return device analysis, and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) prepared per the instructions for use (IFU), with no issues noted during functional inspection of the device. The cds was positioned over the mitral valve in the left atrium. An attempt was made to open the clip for right alignment; however, the clip did not open. The following troubleshooting maneuvers were performed: the lock lever was retracted 4 times 1.5 cm over the blue line, and the arm positioner was set to neutral every time, but nothing changed. The cds was not curved more than 90 degrees at any point. There was no challenging patient anatomy observed. There were no extreme curves on the guide or cds during insertion, or during the procedure. There was no difficulty noted with insertion or advancement of the cds into the steerable guiding catheter (sgc). Stored torque was released during positioning. There were no turns on the delivery catheter handle at any point during the procedure. There were no abnormal bends noted of the delivery catheter when it exited the sgc, and there was no abnormal movement noted of the cds when it entered the left atrium. The cds was removed, and a new cds was used successfully. One clip was implanted, and the mr grade was reduced to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initial information, returned device analysis found a weld break.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned for analysis, which confirmed the reported difficulty in opening the clip. A review of the lot history record was conducted and found no associated non-conforming reports for this lot. Additionally, a review of the complaint handling database found no other incidents related to resistance with the key away for this lot. Based on the evaluation results, no product deficiency was identified. It is possible that the issue between the actuator coupler and the actuator mandrel at the weld was a result of operational context; however, a definitive cause could not be determined. This type of reported event will continue to be processed per local quality system procedures.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.